Event description:
Attorney's initial report alleged unspecified injuries due to a defective hernia repair device. Based on a review of medical records provided by the pt's attorney: on (B)(6) 2003, right inguinal hernia repair with kugel patch. On (B)(6) 2003, umbilical hernia repair with kugel patch. On (B)(6) 2003, pt presents with ileus versus small bowel obstruction. Laparoscopy, release of small bowel obstruction, explant of kugel patch implanted on (B)(6) 2003, implant of composix mesh to repair umbilical hernia. On (B)(6) 2004, partial explant of kugel patch, repair of incarcerated recurrent right inguinal hernia with non-bard mesh. On (B)(6) 2004 - (B)(6) 2007, office visits for chronic non-healing wound care, right inguinal region. Multiple incisions and drainage. On (B)(6) 2007, debridement and excision of mesh right lower quadrant, placement of vac dressing. Kugel patch was noted to have been broken into several pieces prior to attempting removal. The ring was removed during partial explant. On (B)(6) 2007, evidence of abscess formation. On (B)(6) 2007, right groin exploration and removal of infected mesh, debridement of subcutaneous tissue and muscle in the right groin, removal of deep tissue hardware, drainage of preperitoneal abscess. On (B)(6) 2008, wound clinic for irrigation and debridement of groin wound.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. According to the medical records provided, the pt has a history of right inguinal hernia repairs with both bard and non-bard products. While it was noted the "infected mesh" was removed, no culture reports indicating that the mesh was infected have been provided. The product's IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." It was also noted that the recoil ring was broken prior to attempting removal. However, no sample has been returned for eval. At this time, we are unable to determine if the mesh may have contributed to the pt's infection. If add'l info is provided, a supplemental MDR will be submitted. Refer to MDR 1213643-2012-00379 for info regarding the kugel patch implanted on (B)(6) 2003.